Event description:
The surgeon had to revise a procedure 3 weeks post operatively as the plate broke in patient. The surgeon replaced the existing plate with another reconstruction plate.

Manufacturer narrative:
Investigation in progress but not yet complete.